Event description:
It was reported that this left bundle pacing (lbp) lead was explanted due to bacteremia. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).